Event description:
Baxter reported a cracked female luer adaptor during pt use while the pt was receiving saline, calcium gluconate, potassium aspartate and magnesium aspartate. The set, 2n3709, was connected to an IV reservoir buried in a pt's under the clavicle for medicatin solution administration. Reportedly, a nurse found the pt's blood on the bed sheets. The pt had an operation to replace the IV reservoir with a new one due to the blood leakage event.